Event description:
Reporter stated that patient had experienced periodic low blood glucose, for 2 weeks, while wearing the device. Additionally, they reported that the device had been generating recurrent cartridge/adapter alerts. Patient self-treated low blood glucose by eating. At the time of the report, patient had already switched to their back-up device, and had experienced no additional hypoglycemic events.